Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer was taken by paramedics to the emergency room and subsequently hospitalized with a blood glucose level of 450 mg/dl. Customer was treated intravenously with fluids of saline and insulin while in the hospital. The customer was released with no permanent damage and issue resolved on (B)(6) 2024. A systems check with tandem technical support verified the pump was functioning as intended.